Event description:
Right knee arthroscopy with removal of multiple intraarticular loose bodies; right knee open synovectomy of anterior and posterior compartments for metallosis excision; right knee revision of tibial portion of previous right total knee arthroplasty in 2016 for disengaged polyethylene. Dates of use: (B)(6) 2016, (B)(6) 2019. Diagnosis or reason for use: advanced r knee osteoarthritis, total knee arthroplasty.